Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxibus controller board failed to display any lights when isolated, and drawers 3-1 and 3-2 were not detected on the bus, with the drawer controller board of 3-1 showing an out-of-range ohm reading. A field service engineer replaced the drawer controller board on 3-1 and the pyxibus controller board. The new boards were recognized, and the firmware was updated. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers were not detected on the communication bus. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.